Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage at white e-tubing and y-connector.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage at white e-tubing and y-connector.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8043037. Our records show that this is the only instance of leakage occurring in this batch intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.